Event description:
A customer reported that an unexpected negative reaction was obtained on the 3-cell screening assay on galileo echo (B)(4).

Manufacturer narrative:
A review of the image files for testing performed on the echo showed that reactions appeared as reported by the instrument. An immucor field service engineer performed annual preventive maintenance. The peri-pump tubing was replaced. Three one-way valves on the pbs filter were replaced. The wash tower and screen were cleaned. A group screen qc was performed with acceptable results. The instrument is performing according to specifications.